Manufacturer narrative:
The reported events of failure to capture, sensing p-wave amplitude variation and helix damaged were not confirmed but helix failure to extend was confirmed. The damage found was sustained during procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented to the emergency room after the right atrial lead dislodged. Upon interrogation, it was noted that the right atrial lead exhibited p-wave sensing amplitude variation and loss of capture. Dislodgement was confirmed with an x-ray. The physician attempted to reposition the lead but the helix failed to extend. The lead was explanted and replaced. The patient was in stable condition.